Event description:
On (B)(6) 2012 the reporter contacted animas and reported that all of the keypad buttons had become unresponsive on (B)(6) 2012. The reporter noticed a tear in the keypad on (B)(6) 2012. The reporter was unsure if the tear occurred prior to the keypad issue. The reporter stated the patient had been swimming on (B)(6) 2012 and unsure if the keypad was torn at that time. The reporter stated that moisture was evident in the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad was torn in the area of the down arrow keypad button. The pump powered on to the verify screen; however, the keypad was unresponsive when tested. A leak test was performed on the pump and it passed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.